Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #305180. Lot #4212685. Verbatim: when using the blunt needle fentanyl, coring was observed in syringe (see picture attached) before administering to patient. -customer response received: what is the brand of medication being used when coring is occurring? Multiple brands of medication is the same needle being used to puncture multiple vials? No. What angle is the needle entering the vial at: 90-degree or 45-degree angle? Unsure of angle.